Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device triggered an alert for out of range high impedance on the pace/sense and rv defib coil vectors. It was suspected that the device alert resulted from implant detect being enabled during disconnection and reconnection of the chronic right ventricular (rv) lead at device implant where the device was not re-interrogated after the procedure. It was indicated that the act of interrogation would clear the alerts. The device remains in use. No patient complications have been reported as a result of this event.